Event description:
Customer reported that her blood glucose was 403 mg/dl, which she treated with the insulin pump. Troubleshooting for high blood glucose was declined. At time of report, customer's blood glucose was 189 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.